Event description:
It was reported that the physician planned pump removal due to infection. During surgery, it was determined that "the wound was not infected and had not eroded down to implant". The pump was not explanted; the wound was re-sutured following incision and drainage.